Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the battery did not hold charge. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the battery did not hold charge. The customer ordered a battery for replacement. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.